Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a sudden jump in both right ventricular (rv) pacing and shock impedance trends, including an out-of-range shock impedance alert. Technical services was contacted and recommended in-clinic system troubleshooting. It was also recommended that the health care professional (hcp) ask the patient what they were doing on the date of the sudden impedance jump. No adverse patient effects were reported. This crt-d system remains in service. Additional information received indicates the patient was admitted for a lead revision procedure. Upon opening of the pocket, it was immediately noticed that both the right atrial (ra) lead and rv lead were already damaged. It was suspected that they were tangled underneath the device. Subsequently, both the ra and rv lead were successfully explanted and replaced without incident. Besides the intervention, no other adverse patient effects were reported. The patient's crt-d remains in service, connected to new ra and rv leads and the existing left ventricular (lv) lead.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a sudden jump in both right ventricular (rv) pacing and shock impedance trends, including an out-of-range shock impedance alert. Technical services was contacted and recommended in-clinic system troubleshooting. It was also recommended that the health care professional (hcp) ask the patient what they were doing on the date of the sudden impedance jump. No adverse patient effects were reported. This crt-d system remains in service. Additional information received indicates the patient was admitted for a lead revision procedure. Upon opening of the pocket, it was immediately noticed that both the right atrial (ra) lead and rv lead were already damaged. It was suspected that they were tangled underneath the device. Subsequently, both the ra and rv lead were successfully explanted and replaced without incident. Besides the intervention, no other adverse patient effects were reported. The patient's crt-d remains in service, connected to new ra and rv leads and the existing left ventricular (lv) lead.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a sudden jump in both right ventricular (rv) pacing and shock impedance trends, including an out-of-range shock impedance alert. Technical services was contacted and recommended in-clinic system troubleshooting. It was also recommended that the health care professional (hcp) ask the patient what they were doing on the date of the sudden impedance jump. No adverse patient effects were reported. This crt-d system remains in service.